Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the patients ventricular fibrillation (vf) that accelerated the patient's vf for two vf episodes. For both episodes, a shock was delivered and converted the rhythm. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.